Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that a cable hanger had come loose and caused a short circuit on the motor driver circuit board. The hanger was put back in the proper secure position which corrected the short circuit. It was further found that the system interconnect cable was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600's c arm had no power and was not operational. There was no adverse pt involvement reported. There was no pt info reported.